Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.2 inr . Donor #2: retention meter and master lot strips: 2.2 inr , retention meter and customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Returned customer material and retention material complies with specification.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 322640) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 5.4 inr. The result from a professional coaguchek xs system was 2.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field correction/removal number has been updated.